Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient got quite a "tinge" or "tingle" when they turned on the implantable neurostimulator (ins). It was noted this was "pleasant at times because it lets you know you are playing with electricity." Patient was at 4.7 volts. It was also noted the patient had a tingle in their arm when they were in the "programmer's office." Two days later it was reported the patient would like the device turned down and off. It was also noted the patient was at 5.0 volts and it gave them a tingle. A couple days later it was reported the patient had a shocking or jolting sensation when the ins was turned on. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer # 3004209178-2012-11945 for report on bilateral dbs system.

Manufacturer narrative:
Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3389s-40, lot# v025065, implanted: (B)(6) 2007, product type: lead. Product ID: 3389s-40, lot# v025065, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
Additional information: the jolt gave the patient ¿quite a tingle¿ down the right arm. The left arm did not seem to be ¿quite as much.¿